Event description:
A u.s. Distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the front response button switch was contaminated. The cause of the inability to activate the monitor is the contaminated switch. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There were no adverse events associated with the monitor malfunction. An additional failure was discovered. Upon investigation the monitor failed a pulse test. The cause for the failure was isolated to an open r45 resistor on the computer/analog board. The root cause for the open r45 resistor could not be positively identified. There were no adverse events associated with the monitor malfunction.